Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had not reported any symptoms and was treated with bolus with pump. Customer's blood glucose value was 500 mg/dl and 457 mg/dl. Troubleshooting was performed. The drive support cap appears normal (slightly indented). Customer alleges pump is under delivering as blood glucose had stayed high all day even with boluses customer reports insulin exited at the qr. There were no leaks or air bubbles. The product was not returned for analysis.

Manufacturer narrative:
The device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.